Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed iop test failure and low battery. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump passed the self test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is expected to be returned for analysis.

Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No iop test failure alarm noted. No unexpected low battery alarm noted. Pump had cracked case at display window corners, reservoir tube lip, minor scratched display window and missing end cap sticker.